Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the trocar was not sharp enough to puncture skin on multiple occasions, as well as bulb was not staying compressed to provide suction.

Event description:
It was reported that the trocar was not sharp enough to puncture skin on multiple occasions, as well as bulb was not staying compressed to provide suction.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "drain placement ¿ the surgeon should irrigate the wound with sterile fluid, then suction the irrigating fluid and gross debris from the operative site. ¿ tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. ¿ positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the operating surgeon. ¿ drain tubing should be placed within the wound by approximating the areas of critical fluid collection. ¿ care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. ¿ taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain displacement. ¿ deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. ¿ care must be exercised to avoid damage to the drain (see warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound." Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.